Event description:
We have several hospital carts (some used in the dispensing of medication) with lithium-ion battery power that have constant battery problems throughout the hospital. Enovate has changed the batteries (contained in the power modules) and power modules - this has not resolved the issues. Enovate has not informed us of the problem. The hospital carts with battery power constantly shutdown on the nurses when they move them around the units. Manufacturer response for medication cart (per site reporter): they continue to send power modules and batteries. They have changed the model of the batteries and power modules but it has not worked.